Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent breast surgery on an unknown date and suture was used. The patient experienced a wound dehiscence approximately 7 to 10 days post operative. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code y214, batch emk204, mfg date: 11/01/2012, exp date: 07/14/2017; product code y427, batch elm656, mfg date: 10/01/2012, exp date: 07/14/2017.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code y214, batch emk204, mfg date: 11/01/2012, exp date: 07/14/2017; product code y427, batch elm656, mfg date: 10/01/2012, exp date: 07/14/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.